Event description:
This report was received from global pharmacovigilance (gpv) and is a study report from (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On (B)(6) 2012, it was reported that on (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. On (B)(6) 2012, the patient was treated with anti-infection therapy- teicoplanin 400mg, 12 hourly and piperacillin- sulbactam 2 gram 8 hourly. The patient was recovering from this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Follow-up was obtained from the health care professional. On (B)(6) 2012, the subject returned for a follow-up and was found to have turbid dialysate without abdominal motion tenderness and was hospitalized that day. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, levofloxaxcin was initiated as further treatment, which ended on (B)(6) 2012. The peritonitis was reported as severe. It was not reported if pd therapy continued. The patient recovered from this peritonitis event on (B)(6) 2012. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.